Event description:
This is a report from global pharmacovigilance and is a spontaneous report by a consumer with supplemental information from a nurse of a breach in aseptic technique and peritonitis in a homechoice patient (hp). It was reported that the hp experienced a break in aseptic technique during peritoneal dialysis and acquired peritonitis in (B)(6) 2012. The hp reported that the cause of the peritonitis was a break in aseptic technique, further defined as made a mistake/ touch contamination and did not wear a mask. The hp was hospitalized for the event on (B)(6) 2012. Treatment was not reported and the hp was discharged from the hospital on (B)(6) 2012. The peritoneal dialysis registered nurse (pdrn) was able to confirm the event of peritonitis and stated the hp recovered from this peritonitis event. The pdrn stated that she considered this event to be unrelated to the dianeal solution, homechoice machine or any baxter disposables.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. Since the lot number is unknown, no batch review will be performed. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A follow up report will be submitted if additional information becomes available.